Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received three inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. The device was withholding therapy until the point where the rhythm became stable and fast enough that several beats fell into the ventricular fibrillation (vf) zone and fell just below the rhythm match threshold of 94%. The last shock slowed down v-rhythm to vt-1 and rhythm remained unchanged. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of inappropriate shock is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received three inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. The device was withholding therapy until the point where the rhythm became stable and fast enough that several beats fell into the ventricular fibrillation (vf) zone and fell just below the rhythm match threshold of 94%. The last shock slowed down v-rhythm to vt-1 and rhythm remained unchanged. This device currently remains in service. No adverse patient effects were reported.